Event description:
Plaintiff alleges latex sensitization and as a result, plaintiff developed severe illnesses and injuries including skin discoloration, soreness, rashes, respiratory related diseases. Plaintiff further alleges medical bill, loss of earnings, loss of earning capacity as well as physical and emotional pain and suffering.